Manufacturer narrative:
Additional information was requested regarding the device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced a sudden onset of tinnitus with and without device use. Subsequently, the patient was treated with oral steroids. The patient continues to be clinically managed by their healthcare provider.